Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and bowel dysfunction/sacral nerve stim. It was reported that since they used their equipment that they do not even know how to use it. The agent walked the patient through how to turn therapy off. The patient then reported that it seems like the implant has shifted instead of being flat and round, it's kind of sideways. The patient said they noticed this this morning when they put their hand on the implant and said that it does not feel right. The patient was redirected to their healthcare provider to further address the issue. The caller stated that the hcp they were seeing has moved and they no longer have a managing hcp. The agent sent the caller an email with physician listings.